Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided the clinical use of the device is unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Review of the log file confirmed that the suit pc was defective. The fse replaced suit pc, reinstalled the suit pc software and installed the backup. After replacement of suit pc and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion system would not start up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.